Manufacturer narrative:
A revision procedure was performed. During the revision, it was noted the lead was not connected properly to the device. Proper connections were reestablished. No further out of range impedances were observed following the reconnection. No further information is available. This report will be updated if more information becomes avail, no further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that, during a routine follow-up appointment, this cardiac system had a shock impedance measurement greater than 125 ohms. No adverse patient effects were reported.